Event description:
Patient's mother called in on (B)(6) 2020 to report that the night before when she injected her son using om 31g 6mm lot 1909755, the pen needle broke off into the patient's leg. She reported they took him and the pen needle to the emergency room and that the hub was left at he emergency department. She reported that she has a zoom consult with a surgeon to determine if any other actions are necessary. Follow up with the patient's mother indicated the doctor said they would just have to wait for the needle to come out on its own. The patient's mother reported she was injecting a growth hormone, gentropin. The IFU for gentropin instructs the users to only use 29g, 30g or 31g pen needles manufactured by beckton dickson. Owen mumford has not tested gentropin with om pen needles and there is a compatibility chart included on the packaging with drugs and pens that om has tested and claims compatibility with. Gentropin is not listed here.